Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the ventilator at a third party service center, the device was found to have a defective interface pca and blower. The ventilator's interface pca and blower were replaced to address the issue.